Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver of unspecified medication. The secure lock male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, it was reported that the removable clave port disconnected from the tubing set. It was reported that solution leaked and an unspecified volume of blood loss were noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.